Event description:
It was reported that during a hemicolectomy, the generator started beeping suggesting device was faulty. Opened another device, completed case successfully. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/10/2007. Eval summary: the analysis results found that the device was received in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. Additionally, the hand switch buttons were non-functional. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached on how the damage to the device occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.